Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing back pain even if the stimulation was on or off. The patient was currently admitted in the hospital and was doing well.